Manufacturer narrative:
Patient identifier did not contain enough spaces for the entire ID. The entire ID is (B)(6). (B)(4). This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. Customer complaint data was reviewed for lot 20732li00 and no adverse or non-statistical trends were identified. A review of the prism (B)(6) labeling was performed and concluded that the issue is adequately addressed. A review for non-conformances and deviations associated with the affected reagent lot was performed. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Testing regarding sensitivity could not be performed for lot 20732li00 since the prism hcv reagent lot has expired. Based on the investigation, lot number 20732li00 performed acceptably and no deficiency was identified.

Event description:
Additional archived sample testing using prism hcv lot 20732li00 was provided on a donor that was previously reported under manufacturer's report number 1415939-2016-00026. Sample (B)(6) from (B)(6) 2013 had been tested with prism hcv lot 20732li00 on (B)(6) 2013 and (B)(6) results were generated. The sample was sent for confirmatory testing and the following results were generated: innotest (B)(6), architect (b)(5), core ag (B)(6), immunoblot c11+; c2 1+. Erythrocyte mass prepared from this donation had been issued to the (B)(6) on (B)(6) 2013. No impact to the recipient of the blood product has been reported.